Manufacturer narrative:
Examining the high pressure limit potentiometer under the microscope revealed a brown sticky substance on the winding and the wire is completely burnt through at one point on the coil. The brown substance does not appear to be corrosion but some unknown substance.

Event description:
Hosp reported high pressure limit can only be adjusted to 10cmh2o.